Event description:
The physician's office for a female pt contacted a lifecor sales representative to report that the pt had passed away, while wearing the lifevest device. The pt's niece was contacted to arrange the return of the device. The niece reported the pt was awakened and was short of breath. Emt was called. Upon arrival, they attempted to resuscitate the pt but were unsuccessful. The following day the sales rep contacted the pt's husband. The husband reported the lifevest device alarms awoke the couple. The pt stated "I don't think I'm going to make it." The husband called emt's per the device alarms. Upon arrival, they cut the electrode belt off and attempted to resuscitate the pt, but were not successful. Asystolic death was recorded by the lifevest device.

Manufacturer narrative:
The lifevest device involved in this event was not physically returned for evaluation but the ECG data and device performance flags captured by the device during the event were subsequently downloaded for evaluation. Background info: a female pt passed away while wearing the lifevest device. She was using the lifevest after a myocardial infarction that caused a respiratory arrest. Her ejection fraction was 25% and she developed congestive heart failure during her hospitalization. Pt report: the pt was reported at home at the time of her death. Her husband stated that she briefly awoke after the asystole alarms ("device disabled, call ambulance") started and told him "I don't think I'm going to make it." The husband called ems as instructed by the device. Upon arrival the emt's attempted to resuscitate the pt, but were unsuccessful. ECG and flag analysis: time 19:50:50 flag/comments- belt connected the day before event. 08:02:02 asystole declared by system. The ECG begins in a normal rhythm then gradually slows. In the last 10 seconds there were three beats. 08:08:xx bettery pulled, device shutdown. Conclusion: a woman died from asystole while wearing the lifevest. The lifevest properly declared the asystole event. The device operated as specified, no shock is given for asystole events.